Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, capsular contracture baker grade unknown. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two unspecified gel breast implant experienced bilateral tight aching feeling in breast, persistent cough, soreness in chest, diffuse panbronchiolitis, constant sinus issues and body aches post procedure. On an unknown date, patient had a surgical procedure for biopsy and small removal of left lung. As a result, patient has a planned removal with no replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.